Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records and photos were provided and reviewed. The filter was seen to be in good position below the level of the renal veins. Approximately twelve years and nine months post filter deployment, abdomen x-ray revealed there were 2 fractured migrated inferior vena cava filter fragments located in the right mid abdomen and possibly within the right lower chest. Eventually next day, computed tomography revealed there was an infrarenal bard recovery filter with severe multifocal penetration into the adjacent small bowel and retroperitoneum. There were at least two fractured arms detached from the main filter body. One of these arms was embedded in the right renal parenchyma and hilum. The second arm was identified within the right lower lobe of the lung. There was focal stenosis around the indwelling filter. The patient experienced abdominal pain. Approximately two months later, filter retrieval procedure was attempted. The filter was removed through the sheath and inspected thoroughly. Spot radiographs of the abdomen and chest demonstrated a bard recovery filter. There were 6 filter legs and 4 intact filter arms. An old, fractured arm fragment was seen along the right and superolateral to the main filter. Inferior venacavogram demonstrated multifocal penetration of the filter with an old arm fragment completely extraluminal. Therefore, from the medical records, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment. Six long legs were seen in the filter along with approximately four short arms were seen. The photo shows ivc filter inside a container. Six long legs were seen in the filter along with four short arms. Therefore, from the photos provided, the investigation is confirmed for filter limb detachment. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and perforated into the organs. The device was removed percutaneously. It was further reported that one of the detached strut is embedded in the right kidney and second is embedded in the rll of the lung. The current status of the patient is unknown.